Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting, it was found that the charging connection was unstable despite following the correct procedure. Customer service sent a replacement tandem cable and wall adapter through two-day shipping. If the battery depleted before receiving the new supplies, the customer was advised to rely on manual insulin delivery methods.